Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reoccurred, which the customer acknowledged and understood.